Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode was attributed to unintended use error and patient condition. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted on 01-oct-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 01-oct-2021 for a procedure on (B)(6) 2021 on system (B)(4). While there was an entry for ¿a surgeon¿s hand may not have been touching the right mtm while in following mode at ssc1¿, all of the entries in the logs were class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)) so none would suggest a product issue. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. The instrument used to retract the liver was tip-up fenestrated grasper pn: 470347-11, ln: n10200914-0045, sn: (B)(4) which was in use for 5 minutes and has 5 of 10 uses remaining. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. This complaint is being reported due to the following: the surgeon confirmed that she was in control of instruments the entire procedure up until she decided to convert the procedure due to clinical reasons. There were no insufflation issues. There were no unexpected or jerky movements from the system, arms or instruments and there were also no instrument or arm collisions. There is no product return expected as there is no allegation of a malfunction of a da vinci product. While there is no known allegation or evidence of a product failure, there was a report of a liver laceration which resulted in bleeding of 150ccs of blood with no transfusion required. The procedure was converted to open surgery due to too little space to work with; where the bleeding was controlled and the liver laceration was repaired with one suture and an unspecified hemostatic agent. The surgeon said that neither the liver laceration nor the blood loss was alleged as being related to a da vinci product. The surgeon, a qualified medical professional, said that the event was due to a combination of patient anatomy and, possibly, how the surgeon used the tip-up fenestrated grasper instrument for retraction as she was not completely comfortable with how she was using it. The root cause of the event was attributed to the user and patient anatomy/condition. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
An intuitive surgical, inc. (Isi) clinical territory associate (cta), via an initial report from the surgeon, reported that during a da vinci-assisted cholecystectomy procedure, utilizing minimal surgical space from the beginning of the case, the surgeon was ¿retracting the arm holding up the liver, the surgeon took control, and when doing so the liver became lacerated¿. The procedure converted to open surgery due to the liver bleeding. The surgeon suctioned blood and visually inspected the liver and found ¿only a minor laceration¿. The surgeon reported that the patient is ok. On 01-oct-2021, isi obtained the following additional information from the console surgeon regarding the reported event: during a da vinci-assisted cholecystectomy procedure performed on (B)(6) 2021, on an (B)(6) year old female patient weighing (B)(6) kg, the procedure converted to open surgery due to visibility and space management. The surgeon said that she felt ports were placed perfectly but that one was higher up than usual due to patient anatomy so she had a harder time getting access to the liver. The patient had a history of multiple prior abdominal surgeries, many for hernia repairs. The patient had also had the ileostomy ¿moved a few times in the past.¿ the patient also had a history of cholangitis, which was the indication for surgery. Within the abdomen, there were multiple adhesions ¿everywhere.¿ the surgeon ¿took adhesions¿ from the liver; the liver was described as large. The surgeon used a tip-up fenestrated grasper instrument to retract the liver so as the surgeon continued to work. The retracted portion was described as not always in view. The surgeon said that at one point, when she was further retracting the liver, while in view, with the tip-up fenestrated grasper instrument, the tip of the liver got a small laceration. The surgeon said that if the procedure had been ¿lap¿ [laparoscopic] then she thinks she could have seen better and wouldn't have had to convert to open because, ¿there wasn't that much bleeding¿; only about 150ccs and no transfusion was required. The surgeon said there was ¿too little space to see; it was a tight abdomen¿ due to patient anatomy and adhesions from prior surgeries, a large liver, and fatty tissue. The surgeon felt it was safer to convert to open because she knew that she didn't want to ¿get near the bowel¿ and there was too little space. The surgeon said that, to control bleeding and repair the liver, ¿I put a suture in and a hemostatic agent.¿ the surgeon was able to continue via open surgery and remove the patient¿s gallbladder as planned. The open surgery was completed. The patient was described as being ¿post-op day two and doing well¿; there have been no post-operative complications. The patient has ¿maintained hemodynamics throughout¿ and is doing fine. Neither the liver laceration nor the blood loss was alleged as being related to a da vinci product. The surgeon said that nothing malfunctioned; that the event was due to a combination of patient anatomy and possibly, her (the surgeon¿s) use of the tip-up fenestrated grasper instrument. The surgeon said that she wasn't completely comfortable with how she was using it. The surgeon was not sure if it was the way she retracted with the tip-up fenestrated grasper instrument or if it was due to patient anatomy and condition of the liver.